Manufacturer narrative:
On (B)(6) 2021, biosense webster inc. Received additional information about the reported issue. It was reported the valve had broken as there was blood leaking from where the catheter is inserted in the vizigo sheath. The hemostasis valve (gasket) did not break into two or more separate pieces and the hemostatic valve did not become detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. The issue did not require percutaneous, surgical removal and medical intervention was not required to stop the bleeding. Patient hemodynamics were not compromised due to bleeding and the approximate volume of blood that was lost was reported as ¿not a lot¿ as the sheath was exchanged as soon as it was noticed. On(B)(6) 2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported the valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium broke. There was a bleed back coming from the sheath. The sheath was exchanged, and the issue was resolved. The case was completed. There was no patient consequence. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi then conducted a visual inspection and microscopic examination of the returned sheath. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub of the vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of mechanical damage. The brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record evaluation was performed, and no internal actions were identified during review. However, due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. It should be noted that sheath failure is multifactorial. Based on the information currently available, a microscopic examination of the returned sheath indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref.(B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported the valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium broke. There was a bleed back coming from the sheath. The sheath was exchanged, and the issue was resolved. The case was completed. There was no patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available, it will be reviewed and processed accordingly. With the information available, this will not be considered a patient event but a product malfunction for ¿hemostatic valve-separation¿ as it is most likely the issue had occurred due to a malfunctioning/dislodged valve.